Manufacturer narrative:
Concomitant products: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 39565-65, serial# (B)(6) implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
It was reported that an implantable neurostimulator (ins) overdischarge was suspected. It was noted that the patient had not been able to charge for a couple months, but the last time was believed to be a "full charge." The last time stimulation was reportedly felt was about three months prior to report. It was noted that the patient saw the reposition antenna screen on the recharger, and the poor communication screen on the patient programmer. Additionally it was noted that the patient had weight loss surgery and lost 86 pounds. It was noted that the ins was in "a weird position" not where it used to be. It was noted that the ins position change had been noticed recently since the patient had been trying to recharge. Additional information was requested, but was not available at the time of report. If additional information is received, a supplemental report will be filed.